Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm or alarm noted. However, an alarm was found in the alarm history file due to corrupted history file. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip and minor scratched.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Customer does not recall any significant event leading up to the alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.